Event description:
On (B)(6) 2013, the customer reported that the right ventricular (rv) lead exhibited oversensing of noise that lead to pacing inhibition with less than two seconds of asystole. Subsequently the lead was surgically abandoned and a new lead was successfully implanted. During the revision procedure the physician opted to electively explant the device. No additional adverse patient effects were reported. The lead was actively implanted for approximately 12 years, 4 months.

Manufacturer narrative:
The lead was surgically abandoned (capped), therefore it will not be returned for analysis. As a result, the allegations against this lead cannot be confirmed. A new lead was successfully implanted and during the revision procedure the physician opted to electively explant the device. The event will be re-evaluated if additional information becomes available. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.